Event description:
It was reported that pump had issues with cartridge fitting, and customer did not want to troubleshoot issue. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from technical support, and no additional information was received regarding any corrective actions or final outcome of event.